Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units during the load process. During troubleshooting, tandem technical support had the contact load more insulin into the cartridge. The contact was then able to complete load successfully and resume insulin delivery. The customer's blood glucose level was in the 400s, but the customer received and injection and was fine.